Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-65-manufacturing or packaging defect. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with customer who indicated that she does not have any more pen needles to return back for investigation, she returned all the pen needles on complaint #(B)(4). Customer also states she is no longer using our pen needles and she is utilizing a different manufactures pen needles. Note: same reporter/customer, same complaint as MDR's 2019-00456 reported on 5/07/2019, but different product involved.

Event description:
Consumer reported complaint for pen needle. Customer stated that bought two boxes of pen needles that will not aspirating. Customer states this is occurring while trying to use her humalog and lantus insulin if customers pen needle would not aspirate customer states she would not use that needle. The customer did not report symptoms neither medical attention. The product storage location is undisclosed. The pen needles manufacturer's expiration date is 10/01/2023.